Event description:
It was reported that insulin began leaking out of the septum after the customer loaded the cartridge with 290 units of insulin. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.